Event description:
Patient was admitted in 1996 for triple arthrodesis of right root. Patient was discharged on bactrim for sepsis prophylaxis. Absorbable suture was used to close fascia in the foot. Post operatively patient developed possible osteomyelitis and possible chronic cellulitis of the affected foot. Patient did well initially, but then developed pain and swelling and cultures indicated various organisms sensitive to cipro. The wound did not fully heal and a pinpoint opening developed. In 1996 patient underwent a debridement, sequestrectomy and screw removal from right calcaneus. A hickman catheter was placed and patient was treated with vancomyicn and azactum.